Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient in study group underwent catheter ablation for atrial fibrillation without fluoroscopy and suffered a post-procedural pericardial tamponade which was resolved by immediate percutaneous drainage. Title: ¿feasibility of zero or near zero fluoroscopy during catheter ablation procedures.¿ the purpose of this study was to assess the feasibility and the safety of zero or near zero fluoroscopy mapping and ablation of atrial fibrillation and other tachyarrhythmias in a ¿real world¿ experience of a single tertiary care center. Thirty-four (34) patients were enrolled in this study. Open-irrigated thermocool ablation catheters ablation catheters were used in this study, however catalog and lot number were unknown.